Event description:
Healthcare professional reported "rippling (waves) and visible wrinkling", "folding of the implant", "pain", "change in shape of the implants" and "rupture". Implantation for the patient is considered off label use for the device. This record is for the right side. The device has been explanted. It is unknown if the explanted device will be returned.

Manufacturer narrative:
Continued e.1 phone number: (B)(6). Continued e.1 postal code: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: rupture.